Event description:
During deployment, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: analysis of the ECG indicates that the device properly advised "no shock" on multiple non-shockable rhythms.